Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f124 was conducted. There were no non-conformances. This lot met all release requirements. A review of f124 for the reported issue shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends was detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the customer provided photos and smartcard is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer reported a drive tube leak/ break during a patient procedure. The procedure was aborted with no blood returned back to the patient. The customer noted that the patient was in stable condition and not affected by the incident. The smartcard and photographs in regards to the incident have been returned for investigation.

Manufacturer narrative:
A smartcard and photograph analysis was conducted for this complaint. The smartcard investigation identified that a blood leak centrifuge alarm had occurred during the treatment. The customer supplied photographs confirmed the reported drive tube leak/break. The photographs show the drive tube was properly secured in the drive tube clamp and blood was found in the bottom of the centrifuge chamber. A material trace of the components used to build lot f124 found no related non-conformances. The device history record (DHR) review did not result in any related non-conformances and this kit lot had passed release testing. The root cause for the reported drive tube leak/break could not be determined based on review of the customer's complaint description, complaint trending, DHR, customer provided photographs and returned smartcard. No further action required at this time. Investigation complete. (B)(4).